Event description:
It was reported that the at home monitoring system, for this patient, showed a red blinking light. The red light is an indication there is an alert with the implanted system. Unfortunately, this patient has not been connected to the home monitoring system, so the issue is unknown. The patient was to work on getting the home system connected. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.